Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue. In addition, it was reported that the customer did not charge the pump, and the pump shutdown due to low battery power. Subsequently, customer¿s blood glucose (bg) level elevated over 500 mg/dl. Reportedly, the pump was charged and a bolus was delivered to address bg level. Tandem technical support educated the customer on keeping the pump charged.